Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm device was dropped. Analysis found the battery drawer is broken and the battery contacts are compressed. Analysis also found the upper and lower cases are broken and painted. Ring cover, both bail covers, ring and both bails are missing. Lead flex cover is broken, keyboard is scratched, and serial number label is damaged. (B)(4).

Event description:
It was reported the device was dropped. The device was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. There was no patient involvement.